Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the screw driver broke inside patient.

Manufacturer narrative:
Alleged failure: biosteon screw driver broke off inside the biosteon screw and was wedged inside so we could not get the broken piece out of the screw. So the screw and broken up from the screw driver are inside the patients femoral tunnel. The metal tip is not a loose body inside the joint so the surgeon was not that worried about that. It was lodged in the screw so tightly that it should not be an issue. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on driver, screw inserted at an angle, incorrect size of screw for tunnel/graft, tap not used before insertion, or driver not fully inserted into screw. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported the screw driver broke inside patient.